Event description:
It was reported that dissection occurred. The target lesion was located in the superficial femoral artery (sfa). The physician intended to treat the patient with drug coated balloons (dcb). The opticross 18 imaging catheter was advanced over a 0.014 non-boston scientific guidewire in antegrade fashion. The opticross prolapsed on itself a few times and created kinks in the catheter. The kink created a sharp edge on the shaft which dissected the sfa from top to bottom in the very first push of the catheter down the leg. Because of the dissection, treatment was changed from dcb to stenting the entire sfa. There were no further patient complications reported.